Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that the purewick urine collection system was not suctioning. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 19sep2025, they purchased this item for someone. They put in the complaint and told the product was not working and has not yet been replaced. Per additional information received via email on 01nov2025, I have been trying to get information from my sister - (B)(6). I purchased this unit for her as a gift because it is really needed. She is handicapped and hearing impaired. She is 75 years old, bd (B)(6) 1950. The order number is (B)(4), serial number (B)(6). From my understanding the unit is not sucking. It's been at least several months since she informed me of this. She tried to address it herself by ordering a new set up at $59.00. She didn't let me know until after. She should not have had to spend additional money. The unit is the one with the battery. Since I am the one that spent the money, I need to have this resolved stat. Please replace her unit. I do not wish to have to take this further.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that the purewick urine collection system was not suctioning. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that the purewick urine collection system was not suctioning. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received via email on 19sep2025, they purchased this item for someone. They put in the complaint and told the product was not working and has not yet been replaced.